Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was achieved in a common femoral artery with two proglide devices using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6f. Reportedly, after the sutures of two proglide devices were successfully deployed using the preclose technique, resistance was felt when removing one of the proglide devices from the patient's anatomy. Once the proglide device was removed, it was noticed that the footplate was not fully retracted, although the lever had been returned to the original position. No vessel damage was reported. The sheath was upsized to an 18f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed sutures of the two proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician was reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The foot retraction problem was unable to be confirmed as the foot was successfully retracted during returned device analysis. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable determine a conclusive cause for the reported difficulties however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.